Manufacturer narrative:
(B)(4) method: the complaint rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuit revealed a gap larger than 2mm at one of the dryline connector connection. The leak test revealed that the breathing circuit was within specification. Conclusion: the connector was incorrectly assembled during production. An incorrectly assembled circuit would be detected prior to use on a patient, either during set up (cannot connect) or during the pre-functional set up tests (fails leak and pressure test). Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". Our user instructions also state: - "check all connections are tight before use." - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, an issue with a rt380 adult dual heated evaqua2 breathing circuit. Upon investigation, it was revealed that the dryline was incorrectly assembled and was found leaking. There was no patient involvement.